Event description:
Complainant alleged that while attempting to monitor a pt, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.